Event description:
Pt assessed and stable without any difficulty into left basilic vessel. Pt tolerated well. 2" slowly advanced with normal saline flush and excellent blood return. For next 15 mins slowly advanced 1/4 inch at a time and flushed without difficulty. At 5 1/4 inches nurse noted pt very quiet and pale. Pt upon questioning reports horrible pain in her lower back which she never had before. 0830 bp 148/88, pulse 88 and regular, respiration 24. Skin slightly moist, pedal and femoral pulse bilaterally. Abdomen with no audible bruit. Pt states her heart is pounding in her abdomen. Gently rotated to right side to attempt to relieve back pain and rubbed. Denies chest pain. 8:35, states something is terribly wrong, something bad is going to happen. Bp 132/82. Pulse 78. Respirations 24. Catheter gently removed (pt not aware). 8:36 states pain is releasing. 8:40 bp 132/84. Pulse 68+ regular. Respiration 19+, pain is almost gone. 0900 up and ambulated, reaction totally subsided.